Event description:
A technician reported that following intraocular lens (iol) implant surgery, the lens rotated approximately 20 degrees. In a follow-up, the technician reports that four days following the surgery, the pt noticed a shift in the iol and experienced glare and double vision. The pt denies any eye trauma. The iol was repositioned to its correct axis without complications. The pt is reported to have a large eye and possible instability of the capsular bag. The outcome of event for this patient is reported as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/29/08 by mail and fax. A completed questionnaire was rec'd.